Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'missing cap' with the incident lot was observed. Additionally, 2 retention shelf packs from bd inventory were evaluated by visual examination and the issue of 'missing cap' was not observed. Bd determined that the root cause of the indicated failure mode was attributed to a timing issue on the closure placement equipment. This type of defect is understood to be a transient issue affecting relatively few tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends. .

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing component of product (cap). This event occurred three times. The following information was provided by the initial reporter. The customer stated: "in 3 of the racks received there is a cap missing."